Manufacturer narrative:
A united states (us) customer reported observation of an elevated high sensitivity troponin I (tnih) result which was erroneous relative to repeat testing. Reagent issues were ruled out based on review of quality control (qc), which showed recovery within acceptable ranges and no issues were reported with other patient samples. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument and replaced blue peristaltic pump tubing, #2 rinse block, acid/base reagents and verified fluidics. Post-service qc, patient sample replicates and precision check produced expected results. Return of the patient sample for further investigation was not warranted because the erroneous result was not reproducible. The probable cause of the erroneously elevated tnih result could not be determined, as multiple parts were replaced and serviced as part of standard service actions. A product problem was not identified. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reports observation of an elevated high sensitivity troponin I (tnih) result which was erroneous relative to repeat testing when using lot# 113 on an adiva centaur cp analyzer (s/n:(B)(6)). An initial elevated tnih result was observed for a patient sample in question. The elevated result was reported to the physician(s), who did not question the result. The same sample was then retested on the original analyzer and also using an alternate methodology which produced lower results. The lower results were considered correct, and a corrected report with a result of 4.80 pg/ml was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this event.